Manufacturer narrative:
On 24-aug-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. The photo analysis was completed as well. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure wit a thermocool® smart touch¿ electrophysiology catheter and charring was observed on the catheter tip after the procedure. The medical team considered the amount of char excessive. It was located below the irrigation holes, rounding the bottom tip of the catheter. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, char, thrombus clot residues were observed on the tip however, with the available information the potential cause cannot be determined. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature, impedance, and cool flow pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the picture provided by the customer char was observed; however, during the analysis, no char residues were found. The temperature, impedance, cool flow pump, and pressure gage test were performed and the device was found working correctly. No temperature, impedance or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
B3 event date is unknown. E1 initial reporter phone: (B)(6). The bwi product analysis lab a photograph of the device for evaluation. The photo analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure wit a thermocool® smart touch¿ electrophysiology catheter and charring was observed on the catheter tip after the procedure. The medical team considered the amount of char excessive. It was located below the irrigation holes, rounding the bottom tip of the catheter. The template used in the smartablate was: power control 50w (anterior and posterior wall), irrigation: low at 2 ml/min, high at 30 ml/min, cut-off temperature 50ºc, warning of temperature rise 43ºc. During two applications, warning of temperature rise appeared, since the catheter temperature reached 44ºc, but after that two applications no more warning alarms appeared. Baseline impedance was 120 ohms, and impedance in pulmonary veins was 150-170 ohms. The medium temperature per application was 34ºc. Power: 50w anterior and posterior walls. When retiring the catheter from the patient, charring was observed below the irrigation holes. The irrigation holes were not obstructed, and the medical team checked by flushing if all holes worked properly and they did. Impedance cut-off value was not exceeded. Temperature threshold: warning: 43ºc, cut off: 50ºc. Impedance cut-off: 250 ohms. The system did not provide error messages. The physician did not note any product problems. Further details: the patient was anticoagulated. The act practice they always follow is: they put heparin depending on the weight of the patient. The first heparin dose is put when the physician introduces the sheath. Then, every 20-25 minutes the nurses take a look at the act levels, and if they see that the act is below 300, they increase the dose. During the case, this practice was maintained. No further details were provided. No patient consequences were reported. The high impedance is not MDR-reportable. The excessive charring on the catheter tip is MDR-reportable.